Manufacturer narrative:
The customer of the returned lid was unable to be identified. The reported issue was verified. Root cause was not determined. The lid was archived by stryker.

Event description:
Stryker received a device's lid at the product assessment center that was missing the magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Event description:
Stryker received a device's lid at the product assessment center that was missing the magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.